Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer experienced symptoms described as bruising, skin irritation, itching, and pain while wearing an adc freestyle libre sensor and removed the sensor after 8 days of wear. Customer was treated by his daughter with diproderm (betamethasone) steroid ointment, however it is unknown if this medication was prescribed for treatment of this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history review) for all freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor kits passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported the customer experienced symptoms described as bruising, skin irritation, itching, and pain while wearing an adc freestyle libre sensor and removed the sensor after 8 days of wear. Customer was treated by his daughter with diproderm (betamethasone) steroid ointment, however it is unknown if this medication was prescribed for treatment of this issue. There was no report of death or permanent injury associated with this event.